Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that cartridges did not snap onto the pump securely due to an unspecified hardware issue. Reportedly, the customer continued to use the pump for insulin therapy. There was no adverse effect to customer's blood glucose levels.